Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Customer alleged the cause for the high bg was due to pump screen being cracked and unresponsive. Customer administered correction bolus via pump. Reportedly, the customer continued to use current pump for insulin therapy.